Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/22/2010 and 01/07/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a fiber was noted to be in the sideport incision. The surgery was prolonged by a few mins to allow removal of the fiber. The lens remains implanted with no injury or impact to pt. Additional info has been requested.